Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one hundred unopened units within dispenser boxes. Per bd policy, seventy-six units were randomly selected for testing from the one hundred returned units. Through the visual/microscopic examination the units revealed no damage. The penetration and drag test was conducted which consisted of recording the force of cannula and catheter penetration as well as average drag. All units were found to be within specification. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced catheter tip damage/deformation. The following information was provided by the initial reporter: feeling that the catheter seemed to get caught by something, the hcp couldn't place it smoothly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced catheter tip damage/deformation. The following information was provided by the initial reporter: feeling that the catheter seemed to get caught by something, the hcp couldn't place it smoothly.